Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that in a disrupt-af study, the patient experienced a cardiac tamponade. A thoracentesis was performed by interventional radiology and a pigtail catheter was placed to drain the fluid. On (B)(6) 2024, a transthoracic echocardiogram measured a pericardial effusion of 1.4 cm. (B)(6) 2024, the transthoracic echocardiogram measured a pericardial effusion of 1.2 cm. (B)(6) 2024, the transthoracic echocardiogram measured a pericardial effusion of 0.9 cm. By (B)(6) 2025, the transthoracic echocardiogram showed that the pericardial effusion had resolved. Additionally, the patient also experienced pericarditis. Toradol IV was administered for symptom management and transitioned to ibuprofen before discharge. No further information is available. It was further reported that the procedure performed was a pulmonary vein isolation and the patient was stabilized. The procedure itself was successfully completed. No physical damage was observed in the device prior to the procedure. An adverse event was identified two days post-procedure. The patient presented to the emergency room, where complications were diagnosed using chest and abdominal computed tomography (CT) scans, as well as a transthoracic echocardiogram (tte). The patient had no pre-existing health issues that could have contributed to the adverse event. It was not known if the device will return or not.